Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. The factors/ potential probable causes for this event could include but not limited to a user or procedural error. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint, however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during tka procedure the locking mechanism on the lgn xlpe ps insert sz 5-6 9mm did not engage in the base plate. A delay of less than 30 min was reported. S&n back up device was available to complete the procedure. No injuries or other complications were reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.